Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up report at the completion of the investigation. Internal cross reference: complaint pr#: (B)(4).

Event description:
It was reported that during a procedure the machine is giving an error and the propeller movement of front stand is not available, even after cycling system power. No patient or user harm has been reported. Philips has started an investigation of this complaint.

Event description:
It has been reported to philips that the system was giving an error and the rotational movement of the frontal arch was not available, even after restart. The system was not in clinical use at the time the issue was observed. The system was down, resulting in a delay in examination. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for diagnostic procedure and the procedure got delayed when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the propeller movement of front stand was not available. To resolve the reported issue the fse replaced the, cableset spr-spc, clea extension board 1 in advance. During the adjustment and calibration procedures of the equipment, the fse found that the malfunction in the spr-r1 potentiometer/encoder and the philips engineer replaced the potentiometer assy, rotation drive and calibrated the frontal arch movements and xtravision workstation. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.